Event description:
As reported by our edwards lifesciences (B)(4) affiliate, moderate paravalvular leak (pvl) was observed post-implant of a 20 mm sapien 3 valve. A 20 mm sapien 3 valve was deployed in the aortic position via transfemoral approach. Post-dilation was executed for moderate pvl, however the moderate pvl remained. As the echo revealed the calcification on valve was sticking toward the sinus of valsalva wall, further post-dilation was not executed, and the procedure was completed. The physician stated that further dilation will not be executed and that the gap may need to be plugged in the future to resolve the pvl.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on patient screening and valve positioning and deployment. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, pvl persisted even after the thv was post-dilated with nominal volume. Therefore, it is likely that presence of calcification prevented proper sealing by creating irregular contact between the pvl skirt and target site, giving rise to the paravalvular leak. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.